Manufacturer narrative:
Evaluation summary: the tamper proof seal and wrap around the label both are broken on the carton indicating that the carton may have been opened previously. The inner cavity shows that the tyvek has been sealed as intended. Based on the info provided, although not proven, the most likely cause for the missing head is that the device had been used during a prior surgery and the packaging had been unintentionally placed back into the rotating kit allowing the empty package to be opened during the reported event. Only the outer carton, inner cavity and tyvek, insert, and six pt records labels were returned for review. Device history records indicate all components were MFR and inspected to specification.

Event description:
It is reported that the surgeon opened the package and found there was no implant in the package.